Manufacturer narrative:
Button error alarm and intermittent button response noted due to corroded keypad traces. Unit passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime/a33 test due to faulty fsr.(gold) motor was tested outside the device and passed. No motor error alarm noted. Cracked battery tube threads and missing end cap sticker noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 13 mmol/l. Troubleshooting was performed. The device was returned for analysis.